Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a cgm glucose of approximately 361 mg/dl and a concurrent blood glucose over 400 mg/dl while using the ilet with a steel infusion set, with a high glucose alert reported and no other alerts or infusion site issues noted. Symptoms included elevated blood glucose. Outcomes included a return to target range after continued use of the pump, with a subsequent cgm value of approximately 140 mg/dl. Investigation included troubleshooting and education regarding sensor discrepancy, confirmation of adequate infusion delivery with immediate drops on fill tubing, and continued monitoring while the system delivered insulin. Investigation of this case revealed no device malfunction, no infusion site or tubing occlusion observed, and a likely contribution from a larger than usual meal with possible cgm discrepancy. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient evidence of device failure and the presence of potential user or physiologic factors.